Event description:
It was reported that the customer received a compromised force sensor system alarm. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage inside of the force sensor resistor. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.